Manufacturer narrative:
Date of event: unknown. Device was not explanted; broken device was left in the patient. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a screw was discovered broken during the removal of the implant. The broken screw was left in the patient. It was reported that the screw was found broken when the skin was made incision and was not broken while removing the implant. This is report 1 of 1 for (B)(4).